Manufacturer narrative:
Follow-up # 1 - 3/25/2015. Device evaluation. The lay user/patients meter has been returned on 11/12/2014 and further evaluated by lifescan product analysis on 12/12/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 1/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that 2 to 3 weeks ago they obtained an inaccurate high results of ¿192 and 166 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue, this included¿121mg/dl 1 unit short insulin; 152mg/dl 2 unit; 181mg/dl 3 unit¿. The patient claims she developed symptoms of ¿woozy and tachycardia¿ 2 and a half hours after the product issue began. The patient alleged self-treatment with food and/or drink at an unknown time after the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.